Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between february 05, 2020 to february 06, 2020. H10: four (4) devices were received for evaluation. Visual inspection revealed that the bladder was ruptured on all devices. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of four (4) small volume intermates ruptured. The bladder rupture occurred during filling prior to patient use. There was no medication involved in the filling. There was no patient involvement. No additional information is available.